Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-26, additional information was received from a consumer. The patient was receiving dilaudid and baclofen (doses and concentrations unknown) via the implantable pump. The patient reported that around 2010 her pain was horrible. She didn't know she had a granuloma until she had an MRI in (B)(6) 2011. In the meantime, she felt like her pump stopped working. The patient was told by her doctor that often times, granulomas can be a side effect of by-products in the medication. The patient went from "having the pump doing well to feeling like I didn't have it at all." The patient was in the emergency room (ER) a handful of times for pain. She was taking all the percocet she was allowed to take for breakthrough pain and was still miserable. Upon the granuloma diagnosis, the patient was taking "huge" amounts of decadron orally. That was horrible but she got through and had a number of miserable side effects. She was told she had to take a high dose to try and shrink the granuloma so the catheter could be removed. The pump and catheter were then removed.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the pump and catheter were removed because the catheter was "growing right in the center of a granuloma that had developed." No further information was provided. Follow-up was being conducted to determine the onset of the granuloma, actions/interventions performed, symptoms related to the granuloma, outcome of the event and the drug in the pump at the time of the granuloma. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter . (B)(4).

Event description:
Additional information was received from a consumer. The patient had a morphine and baclofen pump for severe pain years after a back fusion. It ¿worked great.¿ about six years later the patient had horrible, terrible pain and debilitation starting. The patient was diagnosed with severe adhesive arachnoiditis by myelogram and granulation tissue was noted. The patient had further tests. It was unknown what led to the ¿huge¿ granuloma because at the same time of the diagnosis of granuloma the patient was also suffering from a rare spinal disease (arachnoiditis). The patient was incontinent and had numbness and nerve pain in ¿private areas etc.¿ the patient experienced severe pain, muscle spasms, twitches, neuropathy and neuralgia related to the granuloma. The medication in the pump was changed from morphine to dilaudid before the granuloma was found but the patient found out the granuloma had been there earlier. Intervention to resolve the granuloma prior to device removal was a ¿very strong regime of decadron¿ for about two weeks. Magnetic resonance imaging was done six months after the pump was removed and noted the granuloma was ¿gone¿. The medication in the pump at the time of the granuloma was dilaudid and baclofen. The patient was told that when the granuloma shrunk/disappeared the pain and debilitation might not get better but the symptoms may not get worse but that "didn¿t happen.¿